Manufacturer narrative:
The lens remains implanted and is not available for evaluation. One week after the lens replacement, intra scleral haptic fixation (even in presence of a capsular tension ring), was performed to prevent lens sublax due to the patient¿s capsular fibrosis. The yag was performed most likely for capsular fibrosis and is unrelated to the lens. Based on the information provided, the most probable root cause is patient related. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action or additional investigation is necessary at this time.

Event description:
Report 2 of 2. It was reported that intra scleral haptic fixation was performed in the patient's left eye, approximately one week after the intraocular lens (iol) was implanted with a capsualr tension ring. In addition, yag was performed approximately three weeks later. In the surgeon's opinion, the likely cause of the event was iol decentration due to capsular contraction and phimosis. Patient is now reported to be stable.